Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28537. Related manufacturer reference number: 2017865-2021-28540. It was reported that the patient presented in clinic. Interrogation of patients implantable cardioverter defibrillator (ICD), right atrial (ra) lead, and right ventricular (rv) lead showed infection. All three products were explanted on (B)(6) 2021. The patient was stable post procedure.